Manufacturer narrative:
Based on the logfile analysis, it was found that ¿ in contrast to the initial report ¿ the ventilator failure did not occur during use. It was found that due to an uncalibrated peep valve, automatic ventilation could not be started. As a protection against an insufficient ventilation, the fabius software will not allow starting automatic ventilation as a safety function and an alarm message "ventilator fail" will be posted. Manual ventilation is still possible. During on-site checking in follow-up to the event, the draeger technician found the peep calibration would not pass and the peep valve was replaced consequently. After replacement, the device was tested and confirmed to be operating per manufacturer¿s specification and was returned to use without further problems reported. The replaced valve was requested for investigation but despite three reminders, was not received so that the exact root cause for the failed calibration could not be finally determined. Dräger finally concludes that the device has reacted on the detected situation as specified by not allowing to start an automatic ventilation sequence accompanied by a corresponding alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Based on the investigation results, the case was re-assessed as non-reportable as for the current case, automatic ventilation could not be started and consequently no peep drop occurred.

Event description:
It was reported that the unit had a ventilator failure during the case. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has been started, results will be provided within the follow-up report.

Event description:
It was reported that the unit had a ventilator failure during the case. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.